Manufacturer narrative:
As of (B)(6) 2017 the initial complaint by the customer did not indicated that an MDR would be required. However, the consumer submitted pictures to aso on (B)(6) 2017 as well as stated that medical attention was sough. Based on the information received, aso opted to file an MDR. Retained and unused returned samples were submitted to the lab for testing in addition to evaluate the biocompatibility studies. Refer for further details. While the product is indicated in the use of minor cuts, scrapes, and burns, this particular item is not recommended to be used on delicate or sensitive skin.

Event description:
Consumer stated that product took off his skin when removing after shower. Bandage caused bleeding.